Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the clinic for follow-up and it was noted that a loss of capture was observed on the rv lead. X-ray revealed twiddler's syndrome and the rv lead partially pulled out into the superior vena cava. The lead was explanted and replaced.